Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cardiovascular technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band started to deflate after application and inflation while the patient was still in the room. Roughly half ml of air was injected into the tr band. Tr band was leaking from valve. No noticeable damage to device. Device was not manipulated in any way. Product was stored on shelf like normal. Hemostasis was achieved by a second tr band. Patient was stable and blood loss was less than 250cc. Procedure prior to use of the tr band is coronary catheterization.